Event description:
It was reported that the patient experienced syncope. It was also reported that the right atrial (ra) lead exhibited undersensing and possible loss of capture. The ra lead remains in use. No further patient complications have been reported as a result of this even

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD implanted:(B)(6) 2020. If information is provided in the future, a supplemental report will be issued.